Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nkii tibial tray, cat#: unknown lot#: unknown, unknown nkii femoral, cat#: unknown lot#: unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address osteolysis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: cust nkii prim stem por b /p sz1, lt, catalog # c621200210, lot # 1529691.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. The complaint issue of ¿osteolysis¿ cannot be confirmed with the limited information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Medical products - natural knee ii primary stem catalog # 621200210 lot # 1529691, natural knee ii femoral component, catalog # 621200020 lot # unk, product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.